Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported significant discrepancies between their continuous glucose monitor (cgm) and blood glucose meter (bgm) readings. Several examples were provided, showing differences well beyond the acceptable 20% margin, such as a cgm reading of 156 mg/dl compared to a bgm reading of 260 mg/dl.the user was educated on general calibration practices, including focusing on trends rather than individual values and always using fingerstick readings for calibration. However, the discrepancies could not be explained by sensor lag, and the case was escalated for further review. The escalation team noted that the system began showing instability on (B)(6), which likely contributed to the discrepancies. They recommended continued use of the system with regular calibrations. By march 10, additional monitoring confirmed that the system had stabilized, with calibration values aligning well with sensor trends. Occasional differences were attributed to lag. During a follow-up call, the user acknowledged the improvements and confirmed satisfaction with the system's performance.

Event description:
On 03 march 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.